Event description:
It was reported that the vns patient passes away on (B)(6) 2014. The cause of death is believed to be sudep and not related to vns. An autopsy was not performed. The patient experienced seizure reduction with vns. The patient died on his bed and his death was not witnessed. The patient did not have a history of febrile seizures but did have a history of nocturnal seizures. The patient did not have a history of drug/alcohol abuse or cardiac/respiratory problems. It was reported that the patient was compliant with his medications. The patient had simple partial and secondary generalized seizures and had resective surgery in (B)(6) 2013.